Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The lot#722c37 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of the event? What device was used with the reload? Any difficulty with the device intraoperatively? Any issue noted with staple formation throughout the procedure? What was the site of the leak? Was the site of the dehiscence far superior on the staple line? Does the surgeon believe that there is an alleged deficiency with the ethicon device or were there other contributing patient factors? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the gastric pouch staple line opened. The patient is hospitalized in the ICU.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. Additional information was requested, and the following was obtained: what is the schedule of the event? Date of surgery (B)(6) 2024, rehospitalization (B)(6) 2024, endoscopic drainage with vacuum system + sne, and 7 after a new endoscopy was performed for drainage with pigtail, patient was discharged on (B)(6) 2025, we were informed about the fact on (B)(6) 2024 at 18:48, we informed (B)(6) on (B)(6) 2024 at 16:15min. Which device was used with the recharge? Pse45a, gst45b. Any difficulties with the device intraoperatively? No. Any problems observed with staple formation during the procedure? No. What was the location of the leak? In the vertical line of the gastric pouch. Was the dehiscence site much higher in the staple line? Orifice above lvg, 1/3 distal middle. Does the surgeon believe that there is an alleged deficiency with the ethicon device or were there other contributing factors of the patient? No, a young patient without comorbidities had a bmi of 38.